Manufacturer narrative:
(B)(4)

Event description:
Dexcom was made aware on (B)(4) 2018 that the display device showed a transmitter failed error on (B)(6) 2018. Data was returned and evaluated. The reported event of a transmitter failed error was confirmed via data. A probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4) describe event or problem ¿ additional/correction remove ¿a probable cause could not be determined. No additional patient or event information is available.¿ added ¿a probable cause was determined to be a low transmitter battery that led to a transmitter failure. No additional patient or event information is available.¿ if follow-up, what type - additional information/correction/device evaluation.

Event description:
A probable cause was determined to be a low transmitter battery that led to a transmitter failure. No additional patient or event information is available. The transmitter has been received for evaluation. An external visual inspection was performed and passed. Voltage testing was performed and failed. A review of the share logs was performed and a transmitter failed error was found within the investigation window. The customer complaint of a transmitter failed error was confirmed. A probable cause was determined to be a low transmitter battery that led to a transmitter failure. No additional patient or event information is available.